Event description:
It was reported that, pre-operatively during system start-up, the tower became non-recoverable. There were no deviations from the normal start-up process to explain this. The tower was restarted, which resolved the issue. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, pre-operatively to a robotic laparoscopic inguinal hernia repair procedure, during system start-up, the tower became non-recoverable. There were no deviations from the normal start-up process to explain this. The tower was restarted, which resolved the issue. There was no patient involvement.

Manufacturer narrative:
H2) correction: d1, d10 h3) device evaluation: medtronic led an evaluation of the reported tower 240v in the field and the associated device logs. Review of the field service notes indicated that the logs for the tower were reviewed in the field. The logs showed an error code for 'surgeon console or safety monitor hard stop / non-recoverable condition' and an error code for 'tower - surgeon console safety monitor communication failure' occurring. These error codes are linked to a timing issue in the tower - surgeon console safety monitor architecture. A guided system rebooted was done successfully to resolve the issue and the system has been restored to normal operation. Further evaluation of the logs do not show a tower startup failure, but a startup failure with the surgeon console due to a process initialization failure. The tower remained in a hard stop state, which is not a startup failure. Evaluation of the tower 240v confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. However, the investigation was able to identify the most likely cause as traced to a failure on a separate component of the system, the surgeon console. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.